Event description:
Rep. Reported a revision lp shunt case was done with dr at hospital. He did not put in the original codman shunt. The patient also had a medtronic reservoir attached. When dr opened the patient, the distal/peritoneal catheter was broken in half. Also there appeared to be tissue in the valve mechanism of the shunt. He was unsure why it failed, and this is not a technique that he would do. By that, it means lp shunt with an additional reservoir, also the catheter was placed in the pleural area. 11/19/07 additional information from rep. There was a revision because the patient began to complain of headaches.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise the complaint is considered to be closed at this time.